Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the proximal/mid left anterior descending artery (lad). Two stents were implanted and overlapping in the lesion. The lesion was post dilated with a balloon catheter and intravascular ultrasound (ivus) catheter was used to image the stents placement. It was observed that some of the stent segments needed further dilatation. During withdrawal of the ivus catheter resistance was felt the catheter had became "trapped" by one of the implanted stents. After some maneuvering (push forward and torque). The physician was able to remove the ivus catheter; however it was noted via angiography that the implanted distal stent had deformed. Two additional stents were implanted over the deformed stent. No patient complications were reported. Same case as MFR #s: 2134265-2010-05430 and 2134265-2010-05431.

Manufacturer narrative:
The device was not returned by the facility therefore no device analysis could be performed. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Although the product was not returned for analysis, the cause of this complaint has been determined to be due to operational context based on the event description, previous complaints of this nature and the anatomical and procedural factors encountered during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the proximal/mid left anterior descending artery (lad). Two stents were implanted and overlapping in the lesion. The lesion was postdilated with a balloon catheter and intravascular ultrasound (ivus) catheter was used to image the stents placement. During withdrawal of the ivus catheter it became 'trapped' by one of the implanted stents. After some maneuvering, the physician was able to remove the ivus catheter; however, it was noted that the implanted stent had deformed. Two additional stents were implanted over the deformed stent. No patient complications were reported. Same case as MFR #s: 2134265-2010-05430 and 2134265-2010-05431